Event description:
The customer contact reported a leak of chemotherapeutic agent. It was reported that "at 14:00 hrs on (B) (6) 2009, the assistant nurse mog was in the ICU. The infusion pump alarm had set off. At the same time she verified the pump alarm, she noticed that the cytostatic medication was not allowing to the patient. As she took the cap of the filter, the restrained flow spattered onto her left hand. The medication caused pruritus and erythema as it comes in contact with the skin." Information was requested regarding the medication being delivered, if medical interventions were required, if the tubing set was replaced and the therapy was resumed, clarification on the type of cap that was restricting flow, and the nurse outcome. No response has been received.

Manufacturer narrative:
Due to hazardous contamination, the device will not be returned for investigation. (B) (4)